Manufacturer narrative:
Product performance engineering (ppe) reviewed the incident info and the analysis of the returned device. Based on the investigation, the device conformed to specification. The thumb advancer aligned with the finish arrow, the reported complaint was not confirmed. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: unable to complete thumb advancer stroke. Time of malfunction: during procedure. Symptom/ae: none. It was reported that a trained surgical tech attempted arteriotomy closure after a diagnostic procedure. The surgical technician reported he experienced extreme resistance when advancing the thumb advancer, but reported there was no carving of the sheath. The technician applied a lot of pressure to the thumb advancer, completed the splitting of the sheath, the trigger was pressed and the clip was deployed. Hemostasis was not achieved. Hemostasis was achieved using manual compression. No additional info is available.